Event description:
A break in the retention dome during traction removal. The indwelling period was 7 days. The broken dome portion was removed endoscopically. The dome portion and catheter were returned from the hospital on june 26, 2008.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.